Event description:
It was reported that the device exhibited no audible overtemp alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI was unknown. No product information has been provided to date. The original device history record (DHR) review is no longer applicable as device was manufactured in 1995. The results of the investigation do not implicate a service process. No previous service records were found. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition. During functional testing using the reported issue was duplicated. Failed the safety/electrical test and diagnosed a bad printed circuit board (pcb) board the root cause of the problem was related to lack of preventative maintenance. Replace the pcb board.